Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel, silicone breast implant experienced left sided rupture and bilateral ptosis grade 2 post procedure. The rupture confirmed by the MRI examination. The ptosis was diagnosed by physical examination. As a result, patient underwent bilateral mastopexy, and bilateral replacements as follow: left replaced with cat#:3507275mc, sn#:(B)(4), and right replaced with cat#:3507275mc , sn#:(B)(4) on (B)(6) 2020. This report relates to the right prostheses.